Manufacturer narrative:
The reported event was confirmed as use related. Received only the catheter for evaluation. A tear near the valve of the catheter and a dented mark in contact with mechanical force was observed during the visual inspection. Per the functional testing, the sample was inflated with water and observed water leaking from the valve area. The sample was examined and a tear near the valve of the catheter was observed. The origin of tear could not be determined. The exact cause of sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reused (2) do not resterilize (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edges instrument." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a hole near the valve of the catheter.